Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, a 23mm sjm trifecta valve was implanted. On (B)(6) 2017, structural valve deterioration was reported due to progressive stenosis. A valve-in-valve replacement was implanted. The patient status is not made available. (Clinical study patient ID: (B)(4)).